Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) it was reported that patient faced infusion set leakage at site event on (B)(6)2024 .the blood glucose level was high. Infusion set has been used for 3 days. The blood glucose level was 250 mg/dl customer replaced infusion set and resumed insulin successfully. No further information available